Event description:
Short bone awl is used as a x-ray marker to indicate placement of anchor screws. Tip of awl broke when embedded in bone. Broken tip was not visable on routine x-rays taken during procedure. Decision made not to remove tip.